Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, black particles and white calcification-like leak test and microscopic analysis was performed which identified: striated punctured on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated punctured on anterior due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.